Manufacturer narrative:
A4: patient weight has been updated to this report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent a shoulder replacement procedure. Reportedly, the scs system was not set to surgery mode and the patient was unable to connect with the patient controller during the postoperative follow up. The manufacturer representative was able to recover the connection using the clinician programmer, and stimulation therapy was restored.